Event description:
It was reported that pump experienced malfunction alarm and would not reset despite customer attempts. There was no adverse impact to the customer¿s blood glucose level. Customer, with assistance from technical support, tried different power outlets and power supplies, adjusted pump position, and carefully timed wake button presses, but issue persisted, so warranty replacement pump was arranged; customer was instructed to let battery fully deplete, return malfunctioning pump within 10 days using provided shipping materials, and then program pump settings and reconnect continuous glucose monitor on replacement device. Customer will use backup pump.